Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during patient treatment, when the co2 absorber was bypassed, the absorber bypass valves in the patient cassette were stuck. This caused a leakage. There was no patient harm. (B)(4).